Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result for two patients while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged two samples initially generated a positive result for influenza b. The same samples were retested on a different liat analyzer using the cobas® influenza a/b & rsv assay and the result was negative for all targets. Patient 2 was also tested on a different platform (cepheid xpert xpress flu/rsv) which yielded a negative result for all targets. During data review, 1 additional sample was identified to have generated discrepant results. The sample initially generated a positive result for influenza b. The same sample was retested on a different liat analyzer using the cobas® influenza a/b & rsv assay and the result was negative for all targets. The initial positive results were not released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 3 mdrs will be filed.

Manufacturer narrative:
The liat analyzer serial number was (B)(6) . The investigation is complete and revealed that microleaks from positive samples could potentially introduce internal contaminates. The false positive rates observed are within the claims within the IFU.